Event description:
Wire uncoiled during cardiac catherization, piece broke off inside artery causing left main coronary artery to spasm. Emergency surgery was required to remove 3 1/2 - 4 inches of the wire, leaving approx 1 inch of wire remaining in the artery. This portion of the artery, which was already clogged, was bypassed as previously planned.